Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the confirmed (B)(6) advia centaur xp hbsag test result. The quality control results were acceptable and sample handling or preparation may be a contributing cause. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A confirmed (B)(6) advia centaur xp hbsag result was obtained on a patient sample and questioned by the physician. A new sample was drawn and the (B)(6) result was (B)(6). The customer performed repeat (B)(6) testing on the original sample and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsag assay result.